Manufacturer narrative:
The suspect pendant was received by the manufacturer for evaluation. Visual inspection found that the laminate touch pad was worn on high use areas of the pendant. This confirmed a mechanical issue due to wear. The reported pendant was replaced during the planned maintenance (pm), however the pendant is not related to the reported issue regarding the uninterruptible power supply (ups).

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment and replace the ups batteries. The medtronic representative then completed a imaging system checkout and reported the imaging system passed the system checkout and was fully functional. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while completing a planned maintenance (pm) on the imaging system the uninterruptible power supply (ups) batteries were not holding charge. There was no patient present when this issue was identified.